Event description:
It was reported the asymptomatic patient presented in clinic for a follow up. Upon interrogation, it was observed the right ventricular lead had high capture threshold. During lead revision, it was observed there was slight cardiac perforation. No additional intervention was needed to correct the perforation. The lead was explanted and replaced without further issue. The patient was stable.

Manufacturer narrative:
The reported event of inadequate capture was not confirmed. As received, a complete lead was returned in one piece for analysis. Visual inspection of the lead found no anomalies with the exception of procedural damage. X-ray examination and electrical testing did not find any anomalies.